Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post open heart surgery, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, reported an infection around the site. The site was cultured and both the device and electrode removed. The patient did not have a replacement system implanted at this time and was discharged with antibiotics. No return of product is expected.